Manufacturer narrative:
Evaluation summary: possible reasons: man-made fault: wrong operation or hurt by sharp tool; aged.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Evaluation summary: if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After finishing the reprocessing, during leak test, the user found that distal end of the scope was leaking. Contacted the engineer and returned it back to repair. This event occurred at the time of reprocessing. There was no report of patient harm.